Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 94 to 119mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 335 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2014. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 94 to 119 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 335 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2014. Recall test results performed fasting from meter memory: 1: 332 mg/dl (B)(6) /2015 10:20am, 2: 336 mg/dl (B)(6) 2015 10:19am, 3: 310 mg/dl, 4: 326 mg/dl, 5: 306 mg/dl. Adverse event not reported.